Event description:
Incompatible medications: fluctuating blood pressure when taking synthroid and atenolol with episode of rapid pulse, breathlessness, chest pressure, chills, tingling fingers, exhaustion, cold hands, dry eyes and mouth. On (B)(6) 2012, feeling better bp 147/75, pulse 76 - pacemaker and nutrition. On (B)(6) 2012, feeling faint, weak rapid pulse. On (B)(6) 2012, p.m. Ate (B)(6) with 90% daily vague manganese. This mixed with excess build up of potassium, sodium, and medtronic device could be poison to me: as (B)(4). Potassium per manganate + fertilizer? Synthroid changed to levothyroxine 75mg.